Manufacturer narrative:
Manufacturer reference number: patient information not provided. Incident date was not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
The patient¿s attorney alleged a deficiency against the device.